Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025 the patient 's daughter called inogen to report the patient had gone to the hospital because the unit stop working. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient's daughter claimed the patient had gone to the hospital. Intervention is unknown.